Event description:
As reported by the user facility: (B)(4): reports 10 sets leaked chemo. The leak is at the lowest y-site; leakers are worse when push given. No samples were saved as sets all contained chemo.

Manufacturer narrative:
(B)(4). The actual devices involved in the reported incident were not returned for eval. Without the actual sample, a thorough eval could not be performed and no specific conclusions can be drawn. The DHR record for the reported lot number was reviewed and no non-conformances or abnormalities were noted during in-process of final product inspection. If add'l pertinent info becomes available, a follow-up report will be filed.